Manufacturer narrative:
Device passed the displacement test and self test. No pump error 63 alarm noted during testing. However, pump error 63 alarm was found in the formatted history file due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that they were able to clear the alarm as well as able to complete the insulin pump rewind. The customer reported that they received the pump error three times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. They were also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.